Manufacturer narrative:
An event of patient death at home due to unknown causes was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2019, the patient expired due to unknown causes at retirement home. The patient had the history of pancreases carcinoma, antrum carcinoma, coronary artery disease, hyperlipidemia, diabetes and hypertension. As it was reported there is a possibility the valve led to the patient's death, this event is being reported. Additional information was requested but cannot not obtained.